Manufacturer narrative:
In follow up with a complaint handler on 11/16/2018, the customer alleged that she purchased and used a sonata breast pump, then a freestyle breast pump, and finally, a second and third sonata breast pump, all of which she had issues with, though the third sonata pump was working for her without issue. She additionally alleged that while using the first three pumps, she developed mastitis and was prescribed an antibiotic. This medwatch relates to her third pump (second sonata). Medwatches 1419937-2018-00263 and 1419937-2018-00264 relate to the first (first sonata) and second (freestyle) pumps. The customer confirmed that the mastitis was resolved and that she had discarded the pump. The customer was asked to provide proof of purchase so that a replacement could be issued, to which the customer indicated she would comply via email. There has been no response from the customer regarding a proof of purchase as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the display on the sonata breast pump was flashing and she had an issue with the battery not charging.